Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced an unknown blood glucose under 40 mg/dl with an altered level of consciousness. Reportedly, the patient remained on the insulin pump and was treated in the emergency room by their healthcare provider with IV fluids and IV glucose. It was reported that the insulin on board (iob) was not showing up on the bolus total screen. During troubleshooting with customer technical support (cts), it was revealed that the iob feature was not turned on. This complaint is being reported because the patient allegedly experienced hypoglycemia related to use error in not having the iob feature turned on in the setup screen.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2015 with the following findings: the meter was not returned with the pump. The users setting showed that the pump was returned with the insulin on board (iob) was set on. A 10u bolus was performed and immediately after, the pump correctly displayed the 10u iob in the status screen. An ezcarb and ezbg bolus were performed and the 10u iob was correctly reflected in the bolus total screen. The iob was found to be functioning properly. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.